Event description:
During a gall bladder operation, specimen was put in a retrieval bag. Metal from retriever system disassembled and piece of metal was later found in abdomen of pt. Surgical removal done (B)(6)2010 with no known complication.